Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown after receiving low power alerts/alarms. Upon loading another cartridge, a minimum fill notification was received. Customer's blood glucose was 176 mg/dl. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.